Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Noise was reported on this rv and the ra lead with pacing inhibition. A revision has been scheduled for the future. Should additional information become available this file will be updated.